Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
Additional information: visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Two sample implants were used to manually/functionally evaluate for implant disengagement. No issue identified with respect to attachment or retention of the implant. Customer concern could not be duplicated. After visual and functional evaluation for proper retention of implant, the instrument appears to be capable of performing its intended function.

Event description:
It was reported that the instrument could not hold the implant. Another implant was used with no issues. No patient complications were reported.